Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 365 laser fiber, the fiber broke in half where the fiber enters into the scope. The physician was not injured. It was confirmed by the customer that no piece of the fiber detached inside the patient. The fiber was used with a newstar laser operating at 5 watts with laser settings of 0.6 joules and 6 hertz. The procedure was completed with another accumax 365 laser fiber without any complications to the patient, who is reportedly fine post procedure.

Manufacturer narrative:
The patient is reported to be over 18 years of age.

Manufacturer narrative:
Device available for evaluation? No. Returned to mfg. On? N/a. Device returned to MFR? No.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 365 laser fiber, the fiber broke in half where the fiber enters into the scope. The physician was not injured. It was confirmed by the customer that no piece of the fiber detached inside the patient. The fiber was used with a newstar laser operating at 5 watts with laser settings of 0.6 joules and 6 hertz. The procedure was completed with another accumax 365 laser fiber without any complications to the patient, who is reportedly "fine" post procedure.additional follow-up from the customer confirmed that the incorrect fiber was returned to boston scientific corporation. The fiber that was initially reported and used during the procedure was disposed of. Therefore, the lot # is of the fiber is unknown as originally reported.